Event description:
It was reported by sales rep that during a knee anterior cruciate ligament repair procedure on (B)(6) 2022, it was observed that the blue pedal button on the vapr 3 footswitch device was stuck, continued to coagulate; and it could not be turned off. They used a pedal to continue with procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation showed a lot of marks indicated that it was heavily used. Two black rubbers on the back of the device were missing and the button was cracked and without its cap. There were signs of discoloration in the pedals, also, the screws and under the pedal were corroded. The functional test in the pedals were performed; when the coagulate pedal was activated, it was stuck. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device 1807067, and no non-conformances were identified. Based on the visual results, this complaint can be confirmed. Lot number on the device indicates this device is 4 years old. The possible root cause can be attributed to an external deterioration and wear of the components due to heavily use; moreover, lack of maintenance. This could cause the coagulate pedal to get stuck. However, it cannot be conclusively affirmed. As per IFU- 103095 it is necessary that the footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.